Manufacturer narrative:
The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. Evaluation finds the clamp face is severely bent to one side. As a result, it is difficult to open and close the clamp. The retainer ring is stretched, not holding the clamp tight to the adjustment screw. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic representative reported the open spine clamp is bent and needs to be replaced. The surgeon completed the surgery with the use of the stealthstation s7 system. There was no impact on the patient outcome.